Event description:
The consumer reported a false negative result with the covid-19 at-home test compared to a second positive result with the covid-19 at-home test. On (B)(6) 2022, in the morning, the consumer performed another covid-19 at-home test and the result was negative. On (B)(6) 2022, in the evening, the consumer performed a covid-19 at-home test and the result was positive. On (B)(6) 2022, at an unknown time, the consumer performed a covid-19 at-home test and the result was positive. The consumer reported symptoms of dry cough starting on (B)(6) 2022. And followed up with his doctor for medication. The customer did not have a pcr test.

Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).